Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedance. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The communication error message ¿unable to deliver strength¿ was reported to abbott. The patient experienced ineffective therapy. System diagnostics recorded high impedance. The patient underwent surgical intervention, the surgeon opted not to replace the lead due to complex nature of the surgery. Intra-operative high impedances persisted; however effective therapy was restored with reprogramming. The lead remains implanted. The surgeon requested that both the ipg and extension were replaced as a safeguard (in case there were any issues with these components). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2024 wherein, the surgeon opted not to replace the lead due to complex nature of the surgery. Intra-operative high impedances persisted; however effective therapy was restored with reprogramming.

Manufacturer narrative:
The reported event for high impedances was confirmed. The lead was received complete. X-ray analysis revealed all wires were detached from the paddle electrodes. All channels measured open due to the detached wires.

Event description:
Additional information received identified that the lead had fractured, and patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.